Manufacturer narrative:
Clarification to g.4: device is reportable as it is a same or similar device. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis completion: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported unknown side rupture. Healthcare professional reported a left side rupture when placing the implant. Device explanted.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.